Event description:
It was reported that during post-operative bandage removal two burn marks were detected on the patient. Further, the account is not sure which product may have been the cause of the burn marks.

Manufacturer narrative:
Two units were implicated in the event. Additional information will be provided once the investigation has been completed.